Event description:
The customer reported being hospitalized due to hyperglycemia, with a blood glucose reading of 525 mg/dl. Troubleshooting was performed and found that the customer had a bent cannula. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.